Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 full height cubie failed and was not connected on bus the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed and not detected on bus. A field service engineer found that the cable at the back it was broken and replaced a damaged external pyxis bus cable and after the system rebooted, the auxiliary enhanced full height drawer failed to be detected on the communication bus and checked the rear of the drawer and observed that no light emitting diode indicators were active. A new module board was installed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.